Event description:
Inform user reported: (B)(6) 2014 at 6:54 a.m. Fingerstick using inform system was 100 mg/dl (B)(6) 2014 at 7:00 a.m. Venous blood draw was performed. Result of 25 mg/dl was called to this facility approximately three hours later. Caller stated that their labs are never stat and are processed by offsite hospital as they don't have an onsite lab. He said most labs take about 3 hours to obtain a result. The lab result of 25 from 7:00 a.m. Was not called to their facility until after the patient was taken to the ER at hospital. One hour after the 100 mg/dl result was obtained on the inform meter and the lab was drawn, at approximately 8:00 a.m., the patient became unresponsive. Staff thought she could be having a stroke. Verified with caller that patient was not treated by rehab staff at this time. On (B)(6) 2014 at 8:54 a.m. Fingerstick using inform system was 188 mg/dl. At this time, staff had called emergency personnel to take patient back to hospital as they were not certain if patient was having a stroke. (B)(6) 2014 at approximately 9:00 a.m., an ambulance loaded the patient to take her back to hospital. Enroute, the emts got a 56 mg/dl on their meter (unknown meter). Time of the 56 mg/dl result not provided. In the ER, stat lab was performed at an unspecified time, result was 40 mg/dl. The patient was treated with an unknown amount of d50. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.